Manufacturer narrative:
Approximate age of device ¿ 1 years 2 months 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported through patient outcome that the patient was transplanted. There were no device or therapy issues related to the outcome. The patient was listed as high urgent (1a status) on the transplant list due driveline infection (captured under (B)(4)). The device will not be returned for evaluation. No additional information was reported

Event description:
It was previously reported that the patient was transplanted due to infection, the site communicated that this was a mistake. The patient was listed as high urgent (1a status) on the transplant list due to pump thrombosis. The site has given alternating answers regarding the cause of the patient's transplant (MFR report number 2916596-2017-00287).

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined. In addition, a direct correlation with heartmate ii left ventricular assist system (lvas) could not be conclusively established. There is no product available for investigation. The heartmate ii left ventricular assist system instruction for use lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.